Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
It was reported the drills were not sharp enough and a guide wire was broken during surgery. The piece of the tip of the broken guide wire was able to be removed, and there was nothing left in the patient's body. This report is related to report numbers 3025141-2022-00141 and 3025141-2022-00142 which are for the other devices involved in this event.